Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for multiple assays on the cobas 4000 c (311) stand alone system - c311. Of the mentioned assays, an erroneous alb2 albumin gen.2 (alb) result was reported outside of the laboratory. The sample initially resulted with an alb value of 1.2 g/l. Results from ise tests and alb were held in the customer's middleware system. The customer decided to repeat the ise tests and then reported the 1.2 g/l alb value outside of the laboratory to the clinician. The clinician questioned the result, so the sample was repeated, resulting with an alb value of 38.2 g/l. No adverse events were alleged to have occurred with the patient. The alb reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.